Manufacturer narrative:
Follow-up #1: date of submission xx/xx/xxxx device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect found. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately #3. Pump clearly displays message ¿disconnect infusion set from your body" on the rewind screen and "be sure set is disconnected from your body then select continue" on the prime screen. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had primed while attached and inadvertently infused 21 units of insulin. The patient had a blood glucose of 38 mg/dl. There is no allegation of pump malfunction. This complaint is being reported as the patient experienced hypoglycemia following the use error of priming while attached.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.